Event description:
The incident is similar to an FDA alert described as "in certain circumstances involving select davinci si single-site instruments, the jaws of grip actuated instruments may become fixed in a closed position." In our specific case, the physician was using a da vinci robot mono-polar curved scissors (ref: 420179). The scissors worked for half the case and then stopped opening. The doctor tried manually opening them from the dials in the back with no success.